Event description:
It was reported that the device illuminated a service indication while the user attempted to monitor a pt during transport. The device use had no adverse effects to the pt. There were no further details on the event and/or the pt provided. Following the event, physio-control evaluated the device and found several event codes logged in the memory indicating a possible critical failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed several event codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported failure. Further cause for the reported problem could not be determined.